Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Appicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range shock impedance measurements. Upon review, it was noted that the shock impedance has been low since the device changeout. The plan is continuing to be monitored. Currently, the product remains in service and no adverse patient effects were reported.